Event description:
It was reported that the sys 9800 rebooted when the operator switched from mag 1 to mag 2. The procedure was completed and there was no adverse pt involvement reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The system ws studied and the fluoro function circuit board was replaced. The sys was tested and found to be working as intended and placed back into svc.